Event description:
The customer used contour control on the contour next. The meter did not automatically mark the reading as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. Customer was advised to return the control for investigation. New meter, strips and control were sent to the customer.